Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav br, the device experienced clotting/micro clots/fibrin clots, discolored / abnormal additive form, and erroneous results. The following information was provided by the initial reporter. The customer stated: after releasing three hemograms, the blood clogged. Beyond that, they are presenting thrombocytopenia (low level of platelet) - customer has tested with different batches to confirm the issue.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-06. H6: investigation summary: bd received 15 customer samples and 3 photos for the investigation. In addition, 5 retention samples were evaluated. Photo review: the photos were reviewed and the indicated failure mode for clotting was observed. An additive abnormality or erroneous results could not be confirmed from the photos provided. Returned sample analysis: 15 tubes received for evaluation and were visually inspected for additive. No issues were identified. Retention sample testing: 5 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for erroneous results, clotting, additive abnormality was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results/clotting/additive abnormality) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photo provided. Bd is unable to confirmed this complaint for erroneous results and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav br, the device experienced clotting/micro clots/fibrin clots, discolored / abnormal additive form, and erroneous results. The following information was provided by the initial reporter. The customer stated: after releasing three hemograms, the blood clogged. Beyond that, they are presenting thrombocytopenia (low level of platelet) - customer has tested with different batches to confirm the issue.